Manufacturer narrative:
B5; additional information received : it was confirmed there was kinking in one limb and there was no issue with the main body bifurcation. The stenosis caused blood flow restriction and claudication. This resolved when the stenosis was treated with kissing iliac stents, confirmed by both angiogram and intravascular ultrasound. The patient is currently asymptomatic and doing well. The stent graft components are all patent without stenosis and the aneurysm size is shrinking. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: section a- patient information: exact date of birth unknown, year valid section 5a section 5b medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a aaa. Less than one month later, a stenosis in the stent graft limbs was noted due to kinking and external compression. There was no thrombus formation. The sponsor assessed the stenosis as related to the device. The site assessed the stenosis as possibly related to the study device. There has been no impact to the patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1610c124e, serial/lot #: (B)(6), ubd: 03-may-2026, UDI#: (B)(4); product ID: etlw1610c146e, serial/lot #: (B)(6), ubd: 26-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.